Event description:
In 2007: (1 week post procedure) pt complained of irritative symptoms, and partial incontinence. One month later, (5 wks post procedure) pt continues to have problems with incontinence; comes to clinic wearing diaper. The following month, (8 wks post procedure) upon cystoscopy, dr's observe "partial necrosis of external sphincter and trigone along with some obstructive necrotic debris". Dr. Thats during the cystoscopy, he "roughly" measured the base to apex length against the turp loop device which is known to be 3.0 cm. At that time, he found the base to apex range to fall below the 3.0 cm length of the turp loop. Two months later, dr. States that the pt is partially incontinent at present.